Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw1843 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they found a leak due to a crack near the hub. It was stated that this has occurred with four patients. No patient details available at this time; date of occurrence was not reported. No injury to the patients were reported. This file is for the third of the four events reported.